Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell and red particles material was found on the shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken sharp. A dimension measurement in the shell was performed which identify the thickness within specification. One sharp edge broken in the side posterior assessed as unidentified (tear) opening. Additional, corrected and/or changed data.

Event description:
Physician reported a right side rupture diagnosed by ultrasound; "fully ruptured. Shell broken, gel out of the shell" device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a right side rupture diagnosed by ultrasound;"fully ruptured. Shell broken, gel out of the shell" device has been explanted and replaced.